Manufacturer narrative:
One unpackaged driver, 0416-200, batch 220336, was received for investigation. Visual inspection revealed: surface damage on the device body. The tip of the device was broken. No fragments were returned for evaluation. The most likely causes of the reported failure may include: improper bone preparation. Misaligned insertion. Prying or leveraging the device during insertion. The complaint allegation is confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/3/2025, it was reported by a sales representative via (B)(4) that an 0416-200 screwdriver broke off while threading the last distal screw into the nail. It was noticed when trying to adjust the screw, another device was brought in, and case completed with no patient effect.